Event description:
It was reported that the device was running on its own during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was rec'd by the MFR, however the complaint could not be replicated. Due to the device not functioning, a quality investigation was conducted and showed, internal components were worn and corroded, so various components were replaced. Add'l preventative maintenance was performed and the handpiece was returned to the customer.